Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "cause linked to device but unable to trace more specifically" investigation conclusion code was selected because the reported observation(s) were traced to the device, but a specific cause could not be determined. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined implant instructions were adequate. The manual was unlikely to be the cause of the reported complaint. At this point, it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this implantable lead was explanted because the patient had two concomitant implanted devices used off-label, one implanted on the right side and a pacemaker on the left side. During the procedure, this lead was successfully capped. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this implantable lead was explanted because the patient had two concomitant implanted devices used off-label, one implanted on the right side and a pacemaker on the left side. During the procedure, this lead was successfully capped. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.